Event description:
On (B)(6) 2003 the pt was implanted with three gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt's neck angle measured 60 degrees. On (B)(6) 2012, a computed tomography revealed slight aneurysm growth. On (B)(6) 2012, a computed tomography revealed aneurysm growth of approximately 1.2 cm. No identified endoleak was confirmed but the physician stated it could be from a possible type ii endoleak originating from vessel branches off the left hypogastric artery. On (B)(6) 2012, the pt was implanted with five gore excluder aaa endoprostheses to reline the previous stent grafts. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note add¿l devices implanted and related to this event: (B)(4).